Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, increased pacing impedance was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient is stable with no consequences.